Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6 mm vicm5_12.6 implantable collamer lens, -09.00 diopter, in the patients left eye (os), on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to patient was dissatisfied because his visual acuity exceeded his expectation. The surgeon did not implant another lens. The cause of the event was due to the device.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. (B)(4).